Event description:
It was reported the patient was not able to adjust stimulation. The patient had ¿major surgery¿ in (B)(6) 2013 and she turned her therapy off, but the patient had not had connection since then with her implantable neurostimulator (ins) and programmer. The patient put in new batteries a few weeks prior to report. It was also stated the patient was not using an antenna to connect and she was seeing the ¿poor communication¿ screen on the programmer. It was stated the patient could not do telemetry without the antenna it was reported the patient was not able to make adjustments with the antenna attached. It was stated the patient felt no stimulation sensation. It was also stated the patient kept getting a ¿code¿ on the programmer, so a new programmer was sent and the ¿code¿ was still there. The batteries were changed and the patient used the antenna. It was stated since the surgery in (B)(6) 2013 the patient had not felt stimulation. The patient was still unable to communicate with the ins using the antenna. The patient was set at 1.2 amps, however the ins was off which was why the patient did not feel stimulation. It was stated the patient did not have a return of symptoms. Reportedly, the patient only used it at 1.0 or 1.5 amps and ¿one time they didn¿t realize they had it up¿ and he thought he ¿tazered himself.¿

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v979747, product type lead. (B)(4).